Event description:
Our rep is reporting to us that during an arthroscopic shoulder procedure, while the surgeon was deploying the healix anchor into the bone hole for fixation, the distal end of the inserter broke away in the anchor body. Both the anchor and the inserter fragment were removed from the body. The surgeon employed a healix 6.5 mm to complete the repair without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and forwarded to the engineering group for a fault analysis. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint; our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. The engineering group's failure analysis was inconclusive; they could not at this time discern a root cause for the device's failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. Awaiting receipt of complaint device.